Manufacturer narrative:
Additional, corrected, and/or changed data: a6 and h8.

Event description:
No additional information.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the ¿ck3¿ with juvederm vista voluma xc. The patient experienced ¿swelling/edema¿ near the injection point. The hcp suspected infection at the cannula insertion point. The patient had a strong itchy sensation at the injection point and continued to rub the affected area with unsanitary hands. Oral medication prescribed. Symptoms have resolved.